Event description:
This pt underwent a left total hip 1 year ago. Over the past three months has had three dislocations. The pt was admitted to this facility for a revision of the left total hip. Components were replaced with constrained acetabular insert, and the femoral head was replaced.